Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, e1, g4, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to a short circuit occurring when the exposed core wire from the damaged outer sheath of the image sensor unit cable contact with other core wires during angling operations. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the videoscope had a poor video image, lines appeared. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: kotodai clinic, affiliated with the miyagi prefecture preventive medicine association, general incorporated foundation- added due to character limitation in respective field